Manufacturer narrative:
Visual inspection of the returned procedural sheath revealed that the distal tip of procedural sheath was slightly damaged and visual inspection of the received device also revealed that the balloon's distal tip was inverted, which indicated tension was applied during pull back. An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 8 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, the investigation revealed that the distal tip of the procedural sheath was slightly damaged. Two balloon loss of pressure events were reported to have occurred in the same patient at the first stop (procedural sheath), which suggested that the damaged procedural sheath may have contacted the balloons, potentially contributing to a tear in both balloons. The review of the lhr (f1514101) indicated that the device lot met all established performance criteria prior to shipment. See medwatch form #s: 3004939290-2015-00407 & 3004939290-2015-00408.

Event description:
The following information was reported: two mynxgrip vascular closure device balloons popped at the first stop(sheath). The doctor visually saw the balloons deflate when at the first stop. Another manufacturer's device was used to achieve hemostasis. In doctor's opinion, the event was caused by the mynx device/mynx procedure because there was no resistance and no calcium visible when the two balloons popped. At prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was no resistance while pulling back. Vessel location: peripheral sheath size: 6f stick location: medium.